Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had error code 42224. There was unknown patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the initial customer report indicates error code 42224. The complaint was not confirmed due to the failure could not be replicated. Additionally, an error was found in the calibration due to a dso (downstream occlusion) sensor failure. The dso sensor and the dso seal were replaced with new ones. The pump was calibrated, and the performance verification test was performed. All tests passed within specifications. Probable cause: no fault related to the complaint was found. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.